Event description:
The customer reported a falsely depressed sodium (na) result for one patient while running on the alinity c processing module. The following results were provided: on 14apr2023 sid (B)(6): initial na result = 105.0 mmol/l; repeat na result on another alinity c analyzer = 140.2 mmol/l the customer¿s normal reference range for sodium is 137 - 145 mmol/l (extreme range 120-155 mmol/l). There was no impact to patient management reported.

Manufacturer narrative:
Service inspected the alinity c processing module, serial number (B)(6), performed multiple troubleshooting procedures, and determined the ict modle (09d28-04) the likely cause for the discrepant results. The part was replaced, and the issue was resolved. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending data was reviewed and did not identify any related trends for the ict modle (09d28-04). No similar issues related to the alinity system, likely cause parts, or discrepant results as described in this ticket were identified. The device history record review was performed and did not identify any non-conformances or deviations related to the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for alinity c processing module, serial number (B)(6) and the ict module.

Manufacturer narrative:
E1 - postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field all available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely depressed sodium (na) result for one patient while running on the alinity c processing module. The following results were provided: on (B)(6) 2023 sid 3529475707: initial na result = 105.0 mmol/l; repeat na result on another alinity c analyzer = 140.2 mmol/l. The customer¿s normal reference range for sodium is 137 - 145 mmol/l (extreme range 120-155 mmol/l). There was no impact to patient management reported.